Event description:
It was reported that the patient presented to the emergency department (ed) because they thought they had received a shock from their implantable cardioverter defibrillator (ICD). No shocks were delivered but the patients right ventricular (rv) lead exhibited t-wave oversensing (twos), increased sensing integrity counter (sic) and non-sustained episodes. The lead remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.